Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation. Device not available - discarded. A review of the device history records has been requested and is currently pending completion. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested and is currently pending completion. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion in the occipital bone (c2,c3) treating trauma on (B)(6) 2021. Two events were involved with the case. The screwdriver happened to be connected to the 8mm screw tightly. As the surgeon tried to release the screwdriver, the screw backed out. Next, the 6mm screw was replaced with the aforementioned 8mm screw. However, the 6mm screw was not secured in the lesion. The procedure was completed with an 8mm replacement less than 30-minute surgical delay. Nor further information is available. This report is for one (1) occipit-scr ø4.5 l8 tan. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 - date device returned to manufacturer. G1 - manufacturing site name & address. H4 - device manufacture date. H6 - codes updated to imdrf codes. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that occipit-scr ø4.5 l8 tan no visual issues were identified. The dimensional inspection was performed for occipit-scr ø4.5 l8 tan and it is within the specification limit. Functional test cannot be performed since the device was received by itself. The observed condition of occipit-scr ø4.5 l8 tan in the device was not consistent with the complaint condition since no issues were found. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for occipit-scr ø4.5 l8 tan. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: occipital screw- 04_601_104 rev c dimensional inspection: drawing: 04_601_104 rev c. Specified dimensions: shaft od = 3.5 +/- 0.3 mm general tolerance iso 2768c. Measured dimensions: shaft od near the tip = 3.51mm. Device used: ca592. Device history lot - a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Note: the product code reported by cq is not correct and the item is not-sterile. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.